Event description:
Customer called to report a hospitalization due high blood glucose. Customer's blood glucose reading was 588 mg/dl. Customer was treated with an IV drip. Customer is taking steroid shots. Customer's current blood glucose reading is 494 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.